Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic hemorrhoids ligation procedure performed on (B)(6), 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and the ligator housing) was analyzed, and a visual evaluation noted that the ligator housing had all the seven bands attached. The suture thread was broken, possibly during the device removal. The ligator housing and the ligator housing teeth were in good condition. The handle slot had marks of insertion of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, it did not show problems that could be associated to a problem in the deployment. It is possible that due to the manipulation or the technique used by the physician at the time to interact with the device along with the patient anatomy, could have affected the device functionality causing the reported problem. However, there is not enough evidence to determine whether the adverse event was due to some problem with the device. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic hemorrhoids ligation procedure performed on august 8, 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.